Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarm which was not reproduced during evaluation. Downstream occlusion alarm were verified through a review of the event history log. Visual found to be caused by an damaged downstream tubing guide which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion alarm. The problem happened during testing in the biomedical service department. There was no patient involvement. No additional information is available.